Manufacturer narrative:
Received 1 temp sensor catheter. The reported issue was confirmed; however, the cause is unknown. Per visual inspection, no obvious defects and no cuff rolls were observed. During the functional evaluation a cuff roll was formed. The dimensional evaluation of the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that water could not be withdrawn from the balloon of the catheter during a pretest. A similar device was used. Per sample evaluation: there appeared to be a ridge/cuff on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water could not be withdrawn from the balloon of the catheter during a pretest. A similar device was used. Per sample evaluation: there appeared to be a ridge/cuff on the balloon.